Event description:
On (B)(6) 2013, it was reported that the pump emitted multiple loss of prime alarms in (B)(6) 2013. Troubleshooting was not able to be completed at the time of the complaint. This complaint is being reported because the alleged issue was not resolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.